Event description:
IV infusion pump set for 100 ml/hr. Pump continued to alarm "occlusion" but when line removed from pump to readjust noted IV infusion at full speed with control via manual clamp. Repositioned in pump with all clamps open and again rang alarm as occluded. Changed pump out, no injury to pt. Pump sent to clinical engineering, their report indicates both occlusion sensors were out of range.

Event description:
The device in this report will not be returned to baxter for an eval. The facility states the pump was sent to clincial engneering where occlusion sensors were found to be out of range. The facility further reports the tech calibrated the occlusion sensors and the pump was returned to service.